Event description:
It was reported that technical services (ts) was contacted by the health care professional to review several episodes involving ventricular tachycardia (vt) and ventricular fibrillation (vf) arrhythmias which were converted by anti-tachycardia pacing (atp) and appropriate shock therapy. A signal artifact monitoring (sam) episode occurred, disabling minute ventilation (mv), and the plugged right atrial port was showing out of range impedance measurements. No out of range impedance measurements were seen for active leads. There was also marginal vf undersensing, but no delay to shock therapy as a result. The device and leads remain in service. No adverse patient effects were reported.